Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the mist/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a mist or vapor emitting from the sterrad® 100nx sterilizer. One healthcare worker (hcw) experienced a reaction of throat irritation. The symptoms lasted a couple of hours. The hcw did not seek or receive any medical attention/treatment and is reported to be "okay." The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/vapor issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the mist/vapor issue was reviewed and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis since it was saturated with oil. The assignable cause of the mist/vapor issue is likely due to the oil mist filter. The field service engineer replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).